Manufacturer narrative:
In the initial 3500a report it was stated that the patient self-treated, however, after review of the call with the patient it is determined that the patient was treated with insulin by the hospital.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was displaying the error message of ¿error 1¿. The complaint was classified based on the customer service representative (csr) documentation as the medical surveillance specialist (mss) was unable to reach the patient to obtain additional information relating to the complaint. The patient reported that the alleged error message began to appear approximately 2 weeks prior to contacting lfs, at an unspecified time. The patient manages her diabetes with a combination of diabetes medication (lantus insulin, humalog insulin, insulin injections ¿ the patient did not specify dosages). Approximately around the same time as the product issue occurred, however it is unclear whether it was before or after the issue, the patient claims that she increased her medication intake with an unspecified dose. The patient denied that she developed any symptoms in response to the alleged issue, however, she reported that on (B)(6) 2018, a blood glucose result of ¿over 400 mg/dl¿ was obtained on a hospital meter. She stated that she self-treated with an insulin dose of ¿almost 500¿ units. The csr was unable to confirm whether the reading on the hospital meter and treatment were before or after the alleged issue. During troubleshooting, the csr noted that it was the first time the patient had used the subject meter. The csr managed to resolve the issue during troubleshooting by getting the patient to remove the battery, holding the power button for 5 seconds and replacing the battery. Replacement products were sent to the patient. This complaint is being reported because, however the patient states that she did not develop any physical symptoms, she claims she was unable to test her blood glucose due to the reported issue and in response increased her dose of medication. The patient also reportedly obtained a blood glucose result of ¿over 400 mg/dl¿ on a hospital meter. The subject device meter could not be ruled out as a cause or contributor to the event.